Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the unspecified vessel, after successful implantation of an unspecified stent, the guide wire was removed from the anatomy without issue. Once removed, it was noted that the coating was peeled. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The damaged teflon was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a conclusive cause for the scraped teflon coating damage. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.